Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg due to the charger not holding a charge and this also caused the patient to charge more frequently. The patient was provided with a new charger and the issue was solved. No further course of action will be taken.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure.